Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00077.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7). On (B)(6) 2019, while transferring to a rehabilitation center, the patient was admitted to the hospital for increased weakness. Patient had a focal hematoma with significant surrounding cytotoxic edema in the left basal ganglia with an initial national institutes of health stroke scale (nihss) at 21 upon admission. It was reported that evidence of hemorrhage was present, and the edema has worsened. The patient was discharged to a rehabilitation center on (B)(6) 2019 and the event was still considered unresolved as of (B)(6) 2019. The hemorrhagic stroke was reported to be a serious adverse event related to the jet7 and index procedure.